Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's incision site had opened up. It was noted that there was no infection. The patient underwent a procedure wherein the pocket site was cleaned, washed out and was re-sutured back in.

Event description:
A report was received that the patient's incision site had opened up. It was noted that there was no infection. The patient underwent a procedure wherein the pocket site was cleaned, washed out and was re-sutured back in.